Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had problems with adhesions and pain in their arms because of where the devices were located and putting pressure on the nerve. The patient was visiting a message therapy and chiropractor and was trying to get those adhesions broken up. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the implanted device cause scar tissue, and there was already spasming muscles next to the device. The patient reiterated that they are doing massage therapy, and trying to increase range of motion. They are also now taking medicine. The issue has not yet been resolved.